Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive alinity I b-hcg result generated on an alinity I processing module for an 11-year-old female patient. Sid (B)(6) initial result = 90.8 iu/l, repeat result = <2.42 iu/l. There was no impact to patient management.